Manufacturer narrative:
UDI - not required for product code. Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation-clinical engineer. PMA/510(k)- k130520. The actual sample was received for evaluation. Visual inspection revealed that the color of the fiber on the gas-out and gas-in sides had turned in red. There was not any breakage in the visible. Air was blown into the gas-in port. Liquid flowed out from the gas-out port side. The liquid was collected and tested with protein test paper ("uriace" from terumo), and the presence of protein was confirmed. The actual sample after rinsed was filled with normal saline (colored for better visibility), then pressurized at 2kgf/cm2 for six hours. As a result, no leak was observed. A review of the device history record and incoming inspection record of the involved product code/lot# combination was conducted with no findings. IFU states: do not use an oxygenator and reservoir that leaks. Replace it with another capiox fx15 oxygenator and reservoir. Do not use this product for a period in excess of six hours. Excessive use for over six hours may lead to plasma leak and thrombi formation, which may compromise the gas exchange performance. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The investigation results verified the returned sample was of normal product. It is likely that if the blood property is changed for some reason, a surface-active substance may be generated in blood, and this may disrupt the relation between the surface tension of blood and the gas pressure, which is balanced in the micropores of the fiber. Such a condition may lead to plasma leak. Increasing pressure in the oxygenator module due to some factors, such as clotting, may cause the pressure applied from the blood channel to the gas channel to get increased. This may increase force to push the blood corpuscle components out into the gas channel, resulting in a plasma leak. The exact cause of the reported event cannot be definitively determined based on the available information. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that the capiox device was used during the procedure. During a normal ecc, a plasma leak occurred when the procedure exceeded three hours. The oxygenator in question was not changed out as it occurred when they were about to wean the patient. The surgical operator coped with it by shortening the ecc time. There was no harm to the patient. The procedure outcome was not reported. The patient was not harmed.